Event description:
It was reported that the patient experienced twitching. The device was reprogrammed and the left ventricular (lv) lead remains in use. The patient is enrolled in the wrap-it post-market clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.